Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent had detached from the balloon and was returned for analysis. A visual examination of the crimped stent found the entire stent profile was stretched and damaged. The maximum stent profile was measured and was below the max crimped stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the entire length of the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent moved on the balloon occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left main trunk (lmt). A 24 x 4.00mm promus premier stent was selected and advanced through a non-bsc guide extension catheter; however, resistance was encountered. When the device was removed from the patient, it was noted that half of stent was dislodged from the stent delivery system. The procedure was completed with a 3.5/24 non-bsc stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that stent moved on the balloon occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous left main trunk (lmt). A 24 x 4.00mm promus premier¿ stent was selected and advanced through a non-bsc guide extension catheter; however, resistance was encountered. When the device was removed from the patient, it was noted that half of stent was dislodged from the stent delivery system. The procedure was completed with a 3.5/24 non-bsc stent. No patient complications were reported and the patient's status was good.